Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Customer was provided with a loaner wireless transceiver, while the unit is being returned to the company's repair center.